Manufacturer narrative:
This lot was manufactured august 29, 2016 - august 30, 2016. One actual infusor was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. After the fillport cap was removed, no evidence of leak or backflow was observed at the fillport. A functional leak test was performed by manually filling the bladder with green colored water. During and after fill, no evidence of leak or backflow was observed at the fillport. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from the fillport of a large volume infusor. The pharmacist stated that the leak occurred during filling with drug medication due to back flow. There was no patient involvement. No additional information is available.